Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was reported to be 417mg/dl. The customer states they treated high levels with the insulin pump. Troubleshoot was conducted, and the customer is being sent out tubing clamp, in order to conduct high-pressure test. The customer will call back to complete troubleshoot.